Manufacturer narrative:
On 20-dec-2016 product investigation results: the reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Unpleasant feeling - mouth [oral discomfort], brush head broke in mouth [device breakage]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushhead broke off in his or her mouth, and described that it was an unpleasant feeling. The case outcome was unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Unpleasant feeling - mouth [oral discomfort], brush head broke in mouth [device breakage]. Case description: a consumer, age and gender unspecified, reported via e-mail on 08-oct-2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushhead broke off in his or her mouth, and described that it was an unpleasant feeling. The case outcome was unknown.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: the reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue. On (B)(6) 2017 the consumer reported an additional oral-b dual action brushhead broke. Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product

Event description:
Unpleasant feeling - mouth oral discomfort. Brush head broke in mouth, brush broke in two in mouth device breakage. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushhead broke off in his or her mouth, and described that it was an unpleasant feeling. The case outcome was unknown. On (B)(6) 2017 consumer follow-up via e-mail: the consumer, a male, reported an oral-b dual action brushhead broke in two in his mouth when he last brushed his teeth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.